Event description:
It was reported that the customer has had issues that resulted on experiencing high blood glucose in the 400 mg/dl range. It was stated that it was due to pain of having arthritis and has been less of an issue since seeing the doctor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.